Manufacturer narrative:
Patient age is unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), before clinical procedure, there was a broken or fractured component.